Event description:
The customer observed black fungal growth in the r1 cartridge of clinical chemistry urea nitrogen reagent lot 97642un11, therefore, the suspect reagent was not put on the analyzer. The customer stated other reagents in the box were inspected and no mold was observed. There was no impact to patient management.

Manufacturer narrative:
(B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.